Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. The lens was inspected under 10x and 20x power and no black spot was noted. Claim# (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, a cc4204a intraocular lens, diopter +26.5 was not used due to the surgeon saw a "dark spot" on the lens. Reporter states that a back-up lens was used instead. This occurred on (B)(6) 2019. Attempts to obtain additional information have not been successful.